Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was observed to have loss of intuitive motion. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have grip input disk #7 broken inside the housing. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument.